Event description:
It was reported the pt is not receiving stimulation in the correct area. A sjm was unable to resolve the issue with reprogramming. Subsequently, the pt has stopped using her scs system and desires no reprogramming or use of the system. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.